Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-10174, 10175. The pt received an scs system which includes the ipg, two leads (from the same lot) and two lead anchors (from the same lot). The pt reported being in severe pain and having an infection since implant. In addition, the pt stated that she was receiving stimulation in her lungs and has subsequently turned the scs system off. The pt was advised to report to the emergency room. A f/u appointment for reprogramming was scheduled for (B)(6) 2013; however, the pt was unable to attend as she was hospitalized for cardiac issues pertaining to her history of congestive heart failure. It was noted the pt's staples were removed on (B)(6) 2013. F/u info revealed the pt was prescribed bactrim for bloody drainage at the ipg pocket. It was also reported the pt was unable to attend her f/u appointment on (B)(6) 2013, as she returned to the emergency room for cardiac symptoms. It was noted the emergency room physician stated the pt's incisions looked good.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.